Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemic reactions. The customer noted that the blood glucose reading was 112 mg/dl, which rose to 193 mg/dl. She stated that she treated using the insulin pump. She advised that she had this occur multiple times, and when she would change the infusion sets, the issue would be resolved. She felt that the insulin pump was working as designed. She also reported that about a month prior, her blood glucose reading elevated to 400 mg/dl. She treated with the insulin pump and a manual injection, followed by an infusion set change. She experienced nausea and vomiting. Nothing further reported.